Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Subsequently, the customer requested boluses and the pump touch screen did not acknowledge the tap. Reportedly, the customer inadvertently tapped the value twice and delivered incorrect bolus amounts. Subsequently, the customer experienced a low blood glucose (bg) level ranging from 50-56 mg/dl. Customer consumed carbohydrates to address bg. At the time of the report with tandem technical support the touch screen was functioning as intended. Customer continued to use the pump for insulin therapy.